Event description:
Caller (pt's husband) alleged discrepant results when compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 2.5; lab: 1.8. Caller also reported imprecision with inratio meter between old strips and new strips. Results as follows: date: (B)(6) 2011; inratio: 2.6 (old strip lot # 247457). 2.5 ( new strip lot# 263072). Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.